Event description:
It was reported that during a dental procedure, the tip of two burs broke. It was also reported that the broken pieces were removed from the surgical site using a tweezer; resulting in a surgical delay of five minutes. It was further reported the surgeon has no concerns about any pieces being left behind in the patient and the procedure was completed successfully.

Manufacturer narrative:
The two burs subject to this investigation were returned to the manufacturer for evaluation, it was visually confirmed the head of the bur was broken from the shank on one of the burs, the second bur remained intact. The returned burs were measured where possible and all dimensional specifications were met. Manufacturing records were reviewed, no issues were identified which may have contributed to the event. The root cause is undetermined.